Event description:
The resident allegedly fell from a pt lift, resulting in a tibia, fibula, and ankle fracture. The staff member that was assisting the resident allegedly got pinned between the resident, lift and metal frame of the residents bed. The staff member sustained a grapefruit sized hematoma on her thigh.

Manufacturer narrative:
MFR received a med watch report (B) (4). A user reportedly was being transferred, fell out of the sling during the transfer and fractured their leg. Properly used, sling loops will not come off the hook and the lifts will not tip. User guides are clear in instructing as to the proper and safe use of the product. MDR filed based on alleged serious injury.